Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored episodes and determined that this device delivered multiple anti-tachycardia pacing (atp) bursts and shocks for an atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.